Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and impedance measurements. The physician wanted to attempt a lead revision, however, it was discovered that the patient's vessels were occluded. No patient complications have been reported as a result of this event.